Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-02851. It was reported the patient experienced loss of stimulation. A sjm representative tried reprogramming to no avail as only unintended stimulation occurred. System diagnostics determined low impedances on the leads. X-rays revealed the leads were migrated out of the epidural space. Surgical intervention was taken on (B)(6) 2016 wherein the leads were repositioned which resolved the issue. Reportedly, the patient had effective therapy postoperatively.